Event description:
Caller reported a malfunction on the pump, with the malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, resolving the issue without recurrence. Customer was instructed to call back if the malfunction code reappeared, and they acknowledged and understood the advice.